Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent due to pop. It was reported that patient experienced erosion, fistulae, bleeding, dyspareunia, vaginal scaring. It was reported that patient underwent procedure for mesh excision on (B)(6) 2011 due to vaginal mesh erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced mesh erosion in vaginal wall, painful intercourse with bleeding afterwards. It was reported that patient underwent mesh revision/removal procedures on (B)(6) 2011. No additional information was provided. (B)(4).